Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma-late diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: "hyalinized fibroadipose membranous tissues with fat necrosis".

Event description:
Healthcare professional additionally reported "hyalinized fibroadipose membranous tissues with fat necrosis".

Event description:
Healthcare professional reported "anechoic fluid in the right side" . The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are seroma-late: unable to observe. As per the investigation procedure, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.